Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/06/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/09/2016 with the following findings: a review of the black box data showed frequent low battery warnings. It was observed that the battery voltage following a battery change was low. During testing, the pump¿s current draws measured within specifications. Unrelated to the complaint, the battery compartment was cracked.